Manufacturer narrative:
Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2009; 419688, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after hearing an alert. The alert was triggered due to high/undefined pacing impedance on the right ventricular (rv) lead. The pacing impedance was noted to have been increasing steadily. The threshold was also noted to be increasing and was also high. The clinician suspected the lead was fractured. The lead remains in use. No patient complications have been reported as a result of this event.